Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor siltex contour profile moderate 275cc and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. As a result, the patient underwent removal of the implants on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device. Yellow material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.6 cm at the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record ( DHR) of lot number 199361 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor siltex contour profile moderate 275cc saline breast implant, catalog # 3542912, lot # 199361. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor siltex contour profile moderate 275cc and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. As a result, the patient underwent removal of the implants on (B)(6) 2018.